Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse referred the customer to the clinical support hotline. The unit passed all functional and safety tests to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
The customer reported that the cs300 intra- aortic balloon pump (iabp) fiber optic readings were fluctuating and not reading or syncing correctly during ECMO therapy on a patient. In addition, it was later reported that the fiber optic pressure was not calibrating. No patient harm, serious injury or adverse event was reported.